Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and allowed remote access. Siemens confirmed the quality controls were out on the day of the event. Calcium (ca) and glucose (glu) results were flagged with abnormal (abn) assay error and below assay range. The customer confirmed that ca and glu results were not reported, and verified that only the discordant hcg result was reported. Siemens confirmed the aliquot probe errored, hydration failed qc, and aliquot aspiration issue. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument and changed the aliquot probe. The cse performed special methods testing (smt) and passed. Siemens reviewed the service performed, and no further issues noted after the aliquot probe replacement. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed, human chorionic gonadotropin (hcg) patient result was obtained on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The same sample and an alternate dimension vista instrument were used to perform repeat testing. The customer informs that the repeat result matched the patient's clinical picture, and a corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant hcg result.